Event description:
It was reported that there were high impedances on a new lead which was implanted. It was stated that impedance reading of pairs with the second electrode was greater than 40,000 ohms. Caller also stated that a second lead was added with the procedure and "the extension was new and this was the side that was all greater than 40,000 ohms when connected to the implantable neurostimulator (ins)." Reportedly, the health care provider then realized he had not inserted the extension connection properly. Additional information has been requested and if received, a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead. Product type: lead: product ID 74002. Product type: adapter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.